Event description:
Report received of an underdelivery. The customer contact indicated that the event was the result of an error in programming the device. The pump was programmed in the dose calculation mode to deliver dopamine 9.1mg/100ml, instead of the intended concentration of 912mg/100ml. The remaining programmed parameters were unspecified. At the time of the event, the pt was classified as "unstable", but the customer contact indicated it was unspecified whether the pt's instabiity was the result of the programming error or the pt's post-op status. There were no reported adverse pt sequlae. Though requested, no additional info was provided.